Event description:
It was reported that a spectrum pump was "blinking on/off without input". Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but could not reproduce reported symptom of "blinking on/off without input". The evaluation found broken clips on the supply side connector causing intermittent connection to the pump side adaptor which likely caused the event. Evaluation also found that the six pin pump side connector arrow does not line up correctly with the arrow on the rear case, and the wires for the power cord adaptor are exposed. The power cord and rear case assembly were replaced to correct this condition.